Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the air oscillator device was insufficient/low. It was determined that the rotor was damaged due to lubrication failure, and the device did not work. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak and check for excessive noise. It was noted in the service order that the motor was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.